Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and a haptic tore as the surgeon was inserting the lens. No patient contact.

Manufacturer narrative:
Conclusion: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge; the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging.